Manufacturer narrative:
Additional narrative: the device/sample has been received for evaluation, however, the evaluation has not yet been completed. Once the evaluation is completed and/or additional information is received, a follow-up report will be submitted. (B) (4)

Event description:
It was reported to baxter (B) (4) that the reservoir of a infusor 2 day 2ml/hr ruptured after filling. The device was filled with 5-fu. There was no patient involvement. No additional information is available.